Manufacturer narrative:
Conclusion: seven static images were submitted to medtronic for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to valve implantation. No infold was noticeable during the first deployment attempt. An infold was visible after one recapture. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Physicians and field team followed medtronic best practices. A new valve was prepped, and fluoroscopic valve load inspection was performed and confirmed a good load. The new valve was used for the implant without further issues. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event was reviewed by the medical safety team. Based on the information provided, the primary event of aortic insufficiency that resulted in hypotension was likely related to the initial deployment of the valve. The infold that occurred during recapture was likely related to the valve. The infolded valve was resheathed, removed from the patient and replaced with a different valve. The reported adverse events and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. As reported, the patient had annular and lvot calcification which may have been a contributing factor to reported infolding. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3 - device evaluated, device returned to manufacturer and eval summary attached h6- method, result and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve appeared discolored (dark red) showing evidence of blood contact with valve skirt partially crimped. All leaflets were stiff and slightly pliable. Leaflets exhibited severe creases and imprints. As received, all leaflets were in a partially closed position with a large gap between the free margins. All commissures appeared intact. A piece of host tissue was returned with the valve. The leaflet and valve skirt tissue exhibited severe creases and imprints. The inflow aspect observed to have a slight elliptical appearance. The valve was submerged in a warm saline bath. The valve maintained a compressed condition possibly from inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the investigation is still in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h7, h9 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the infold resulted in a procedural delay of 5-10 minutes. It was noted that the patient had annular and left ventricular outflow tract (lvot) calcification.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed using a 24 mm non-medtronic true balloon. The valve was initially placed within the annulus, however was recaptured due to height issues. During the recapture, severe aortic insufficiency (ai) was reported. Severe infolding was noted after the recapture. The valve was withdrawn from the body and replaced. The severe ai continued during the preparation of the replacement valve. Medication for blood pressure support was administered. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.